Event description:
Litigation alleges that patient has experienced pain and stiffness in his hip area, unsteadiness, difficulty walking, and grinding and knocking in his hip. .

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Still considers the investigation closed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient has experienced pain and stiffness in his hip area, unsteadiness, difficulty walking, and grinding and knocking in his hip. Doi: (B)(6) 2007 - dor: none reported (unknown side). Patient is a resident of (B)(6). Update rec'd 15 sep 2014 - rec'd der with patient demographics (age), product codes and lot numbers, revision surgeon, hospital ((B)(6)).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 10/15/2014- litigation papers received. Litigation alleges elevated metal ion levels. The dob was provided. The stem and sleeve are being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/12/2014.